Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and found that the system was not able to power on and the pc in b cabinet couldn¿t start up. Review of the system log file showed that flexvision pc didn¿t connect. Upon troubleshooting, fse found that the flexvision pc was defective and it was not able to power on. To resolve this issue, fse replaced the flexvision pc. The defective flex vision pc was returned to philips for analysis and found the issue in power supply switch. After replacement, the system was returned to use in good working order the codes were updated based on investigation outcome.